Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted as the patient experienced pain and possible infection. Additional information indicates that there was no physical evidence of any infection in the lead. No additional adverse patient effects were reported.